Event description:
On (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2gm, once in five days, ip) and meropenem (500mg, loading dose, ip). On (B)(6) 2010, the patient began remedial therapy with meropenem (250mg, continuing, ip) and tobramycin (20mg, ip). Dianeal therapy was reported as ongoing. The peritonitis was reported as resolving. The reporter believed that the peritonitis was not related to the dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.